Manufacturer narrative:
Device out of warranty; service completed by customer.

Event description:
The customer reported that the ventilator alarmed due to a high oxygen supply pressure occurrence. The customer reported the device was not in use therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. As the device was out of warranty, the hospital biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the ventilator was connected to an oxygen cylinder but did not know what the pressure was regulated to. The biomedical engineer reported the alarm would not reset when the device was disconnected from the oxygen cylinder, and determined the oxygen manifold was maintaining pressure in the system. An oxygen manifold allows two oxygen cylinders and one wall oxygen supply line to be used as inputs to the ventilator. The biomedical engineer reported the oxygen manifold was replaced and the reported alarm resolved.